Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints types events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgery implanted a 13.2 mm vticm5_13.2, -4.5/+4.5/075 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, lens rotation not associated to a low vault as well as refractive surprise was noticed. The lens is planned to be repositioned.